Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc, transduction probe, and the product lidstock for evaluation. Signs of use were observed on the returned components. Visual inspection of the returned catheter revealed no obvious defects or anomalies. The catheter body length from the juncture hub to the distal end measured 320mm, which is within the specifications of 310-330mm per product drawing. The proximal extension line outer diameter measured 2.19mm, which is within the specifications of 2.13-2.21mm per product drawing. The proximal extension line inner diameter measured 1.4732mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the returned catheter was performed per the instructions for use (IFU) provided with the kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each extension line was flushed individually using a lab inventory 10ml syringe. Water was observed exiting the corresponding skive hole as expected. No leaks , blockages , or dried biomaterial were observed in any of the extension lines. A manual tug test confirmed all extension lines were secured onto their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of a blocked extension line could not be confirmed through complaint investigation of the returned sample. Visual inspection of the catheter revealed no defects or anomalies. The returned catheter met all relevant functional and dimensional requirements, including a patency test. A device history record review was performed with no relevant findings. Based on these circumstances , no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as "the luer-hub (white) was unable to aspirate the blood." The catheter was tested and found that the white lumen could not aspirate blood right after insertion. The user was able to flush the other lumens. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as "the luer-hub (white) was unable to aspirate the blood." The catheter was tested and found that the white lumen could not aspirate blood right after insertion. The user was able to flush the other lumens. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).